Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 441 mg/dl, which was treated with a manual injection. The customer stated that he went to deliver a bolus but he noted that the device did not deliver insulin during the first half because of the button error. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. She also mentioned a broken belt clip. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump had minor scratches on the display window and a cracked case at the display window corners and belt clip slot.